Manufacturer narrative:
Batch record review: a review of the lot file for b312 was performed and there were no nonconformances associated with this lot at the time of the event. This lot met all release requirements. Srms complaint database review: a review of complaints received for lot b312 was performed. There was 1 additional complaint reported for pressure dome leaks to date for this lot at the time of the investigation. The assessment is based on information available to at the time of the investigation. No product was returned by the customer therefore, the root cause could not be determined based solely on the information provided by the customer. (B)(4).

Event description:
The customer reported that a pressure dome leak was observed when a kit was removed following the treatment. Customer stated she found a small blood leak at the system pressure dome when she was removing a kit following a successfully completed treatment. Customer indicated they could clean this without needing field service.